Event description:
Information was received from a healthcare provider regarding multiple patients receiving gablofen via an implantable pump. The home health agency recently started implementing gablofen prefilled syringes, which do not have any markings or measurements to indicate how much fluid is in the syringe. They were not aware until recently that the pump can be overfilled. The healthcare provider confirmed with the manufacturer of the syringes that there can be up to 21.8 ml in the 20 ml syringes. They were having a higher flow rate error percentage while using gablofen than they had when lioresal was in the pump. This had occurred for multiple patients with multiple volumes, doses, concentrations, and managing physicians. The constant in the issue was that prefilled gablofen syringes were used and they were getting back more drug than they expected, suggesting that the pumps were underinfusing, but the patients were not symptomatic. Once they factor in an extra 1.8 ml, the volumes were actually closer to the expected volume. For example, at the refill the healthcare provider did on (B)(6) 2016, the (B)(4) error that she calculated, was more like (B)(4) error once the 1.8 ml was taken into account.